Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient's pharmacist stated that the patient received an erroneous erythrocyte result when testing with combur-5 test strip lot number 34760801. In the morning, the patient tested a urine sample collected mid-stream and the pads on the test strip were bright. There was nothing green on the test strip, which would indicate inflammation. Later at an unknown time, the patient stated that she had blood in her urine. The patient then went directly to the doctor, who diagnosed the patient with cystitis. The patient was given an antibiotic. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation. The patient's test strips were provided for investigation. The test strips and vial showed no abnormalities. Retention test strip lot number 34760800 and the customer material were visually checked with native urine and an erythrocyte dilution series. No false negative results were observed.